Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 16-apr-2024, it was reported that the patient faced an infusion set leakage at the quick release. No further information was available.